Event description:
During placement of stent into the right iliac artery, stent was noted to be inadequately deployed, requiring snaring. This resulted in disruption of the arteriotomy site and transfer for vascular surgical repair.